Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Device was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. Device was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose of 495 mg/dl because the insulin pump was not delivering insulin and he treated with manual injection. The insulin pump gave an error alarm which the customer did not recall the name and then a motor error alarm. The customer stated that he received multiple motor error alarms and a motor position encoder error alarm. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.